Event description:
Invalid result (s). Customer had no lines on test cassette. Confirmed customer applied sample correctly..

Manufacturer narrative:
Batch records for final product manufacture and qc reord for cov2020130 were reviewed. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov2020130 can met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.

Event description:
Customer had no lines on test cassette. Confirmed customer applied sample correctly.